Event description:
It was reported that the when a new battery was put into the insulin pump, it would not turn on. They reverted back to the old battery, and it took the pump a while to turn on, and when it turned on it was in another language. It was also mentioned that the father had to suspend the insulin pump, due to the customer having low blood glucose levels. Customer's blood glucose level at the time 4.6mmol/l. Unable to troubleshoot. No additional information was provided. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.